Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported their implantable neurostimulator (ins) never felt comfortable and was floating around. It now felt tight. It was noted the patient was wondering if their therapy could change since they had lost a lot of weight. It was stated they were (B)(6) lbs about a year ago, and after losing about 6 lbs around christmas, they were now (B)(6) lbs. The patient was implanted for parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.